Event description:
Customer stated that the meter was reading inconsistently. The customer was getting readings like 29mg/dl and lower. After further review of the system, it was determined that the meter was missing all segments in the units position. Customer was asked to return the meter for further evaluation and a replacment meter was provided. The customer was invited to call 24/7 with future questions/concerns.